Event description:
It was reported that during the unknown procedure to treat unknown indication, faradrive steerable sheath clear was selected for use. It has been mentioned that air ingress occurred inside the sheath during the insertion of farawave following the transseptal puncture. No air was seen at the time of dilator removal, and no leakage was detected. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned for analysis.

Event description:
It was reported that during the unknown procedure to treat unknown indication, faradrive steerable sheath clear was selected for use. It has been mentioned that air ingress occurred inside the sheath during the insertion of farawave following the transseptal puncture. No air was seen at the time of dilator removal, and no leakage was detected. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned for analysis. It was further reported that the procedure was catheter ablation and indication, atrial fibrillation. Pump at 30mm/hr was used. No air in patient seen. Guidewire was at lspv when they inserted farawave inti the sheath.

Manufacturer narrative:
Update to b5 describe event or problem.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve, pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during the unknown procedure to treat unknown indication, faradrive steerable sheath clear was selected for use. It has been mentioned that air ingress occurred inside the sheath during the insertion of farawave following the transseptal puncture. No air was seen at the time of dilator removal, and no leakage was detected. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned for analysis. It was further reported that the procedure was catheter ablation and indication; atrial fibrillation. Pump at 30mm/hr was used. No air in patient seen. Guidewire was at lspv when they inserted farawave inti the sheath.